Manufacturer narrative:
Investigation summary: catalog 442020. Batch no. 1195553. Customer reported a false positive defect. Neither photos nor returned good samples were received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It has been reported that the bd bactec¿ peds plus¿/ f culture vials (plastic) has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: information provided per qe: the correct bd material # is 442020. The repacking of this product in japan is designated as material # 252489. The material # investigated will be 442020 not 252489. This is a report about false positives. According to the customer's report, false positives occurred with c-e10 and h10 bottles. The plots seemed to be scattered. Negative results were given with the other bottles in a c drawer with clean plots.